Event description:
The customer reported being hospitalized due to low blood glucose of 23mg/dl. The customer stated that he was riding the bus when the event happened. The customer had to walk several blocks before getting to the bus stop. The caller mentioned that the insulin pump was beeping every fifteen or twenty minutes before prior to his admission. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.